Event description:
The ICD lead shows noise on the electrogram causing vf detections and 20 shocks. An insulation break on the right ventricular ICD lead is suspected. After 20 shocks were delivered the device was reporting eos. After the shocks, no pacing is seen. The device and lead will be explanted. On (B)(6)2010 - this device was received.